Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) non-vented high-volume inlets had particulate matter. This was noticed before use. There was no patient involvement. No additional information is available.